Manufacturer narrative:
Correction: section h imdrf annex d grid & section d unique identifier (UDI).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the application was crashing. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system application had crashed. A field service engineer (fse) remotely assisted the customer in restoring the database and synchronizing the station. The customer logged in and confirmed the functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the application was crashing. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.